Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tip of the instrument broke off in the femoral canal during use. All pieces were removed from the patient; however, it resulted in a 45-minute surgical delay.